Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported that the customer had a keypad anomaly on his insulin pump. The customer's blood glucose level was 312 mg/dl. Customer's father stated that the scrolling will jump from different selections. Customer treated with a manual injection. Customer is in the boy scouts and the pump fell in the creek. Customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instruction. Insulin pump will need to be replaced. Customer was advised to revert to the back-up plan due to possible moisture damage. It is up to them if the customer wants to wear the pump. Customer was advised to monitor the pump and blood glucose level until the new pump arrives. No add'l info provided.

Manufacturer narrative:
The insulin pump had unresponsive buttons due to corroded keypad traces. No unexpected number ramping anomaly was noted on the display. The insulin pump had minor scratches on the display window and a cracked reservoir tube lip. Moisture damage was noted on the lcd board.